Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same day as diagnosis, the patient began treatment for the peritonitis with inj (injection) reflin (1 gm, od (once daily), intraperitoneally (ip)) and inj fortum (1 gm, od, ip). The patient is no longer on antibiotics. The outcome of the peritonitis was not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. (B)(4).